Event description:
The surgeon reported that during cataract surgery on a patient with a traumatic eye injury that left the iris wispy the malyugin ring fell behind the iris and was left in the eye.

Manufacturer narrative:
During surgery on an eye with a traumatic injury and a pupil that was described as 1mm and wispy the malyugin ring slipped behind the iris and was left in the capsular bag. Dr. (B)(6) stated he didn't want to do any further damage to the iris by removing the ring and chose to leave it in the eye. The patient had declined an iris repair procedure. The doctor was advised to remove the ring from the eye. Four weeks post-op the surgeon was able to remove the ring from the eye with the use of a new injector.